Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. The caller reported that this has happened twice in the past 6 months. No adverse event was reported. The lot number was not provided. The insulin cartridge was discarded; therefore, no product could be requested to be returned for product evaluation.